Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the premature eri was first noticed on (B)(6) 2018. The cause of the premature eri was due the patient's setting. The ins was replaced on (B)(6) 2018.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the manufacturer representative regarding a patient who was implanted with neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was a premature eri notification 15 months after implant. Environmental/external/patient factors that may have led or contributed to the issue included settings on left brain are high. Diagnostics/troubleshooting performed included impedances checked and all within normal limits. The issue is reported to be resolved. The device was explanted and will be returned. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that they will return the device as soon as the hospital releases it from pathology. They have no further information regarding this situation.